Event description:
It was reported that the non-dependent patient was experiencing pain at the pacemaker pocket site. The patient had developed an infection. The system was explanted without any complications. No other patient symptoms were reported.